Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at the rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient remained in good condition post-procedure.